Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced a vibrate anomaly, blank display, battery out limit alarm, and pump exposed to rain moisture. Customer's blood glucose was 96 mg/dl. Customer states that when he looked at insulin to check his blood glucose, he realized that insulin pump was off and did not vibrate prior to shutting off. Customer was advised that pump would not vibrate when batteries are low. Self test was performed and insulin pump did not vibrate. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No battery alarms were noted and no moisture damage to the electronic assembly was noted. However, the insulin pump had a broken vibrator motor wire. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case and a scratched reservoir tube window.